Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va4ggwk, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported the leads were explanted (B)(6) 2017; however, this contradicts the previously reported implant date of the same day. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va4ggwk, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported which clarified the implant date to be (B)(6) 2017 and the explant date to be (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va4ggwk, implanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that there was infection at the site of the leads following implant on (B)(6) 2017. The leads were replaced with new leads. The issue was resolved at the time of this report. Troubleshooting and cause were unknown. No further complications were reported/anticipated.